Event description:
It was reported that this right atrial (ra) lead was not able to capture and had a pacing impedance measurement of greater than 2200 ohms, which was out-of-range. Initially, this ICD was reprogrammed. (B)(6) technical services (ts) attempted to provide troubleshooting but revision procedure had already been scheduled. This ICD system, including this ra lead, was explanted and replaced with a new ICD system. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).